Event description:
There was an allegation of questionable glucose results from an accu-chek inform ii serial number (B)(4) compared to a laboratory result using an unknown method. At 4:16 p.m., the meter result was 208 mg/dl. At 4:16 p.m., the laboratory result was 75 mg/dl. The patient ate and took two glucose tablets after the results were obtained. At 5:54 p.m., the meter result was 208 mg/dl. At 5:54 p.m., the laboratory result was 143 mg/dl. At 6:53 p.m., the meter result was 309 mg/dl.

Manufacturer narrative:
The strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.